Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis and thrombosis occurred. The 90% stenosed lesion was located in a calcified and severely tortuous proximal left circumflex artery. The lesion was predilated with a 2.0x10mm non bsc balloon to 12 atms for 20 seconds and a 2.5x20mm maverick2 balloon to 16 atms for 20 seconds. A 3.0x20mm taxus express2 drug eluting stent was deployed at 12 atms for 20 seconds in the left main to proximal left circumflex artery. Two additional lesions were treated. A 2.75x24mm taxus express2 stent was implanted in the mid left anterior descending artery and a 3.0x32mm taxus express2 stent was implanted in a bifurcation of the left main to proximal left anterior descending artery. No pt injuries or complications occurred. Pt status was satisfactory. Approx 6 months later, the pt presented with restenosis in the proximal left circumflex artery. A non bsc stent was deployed within the 3.0x20mm taxus express2 stent. In 2009, the pt presented with chest pain. Thrombosis in the proximal left circumflex artery was confirmed. The thrombus was treated with a 3.0x20mm non bsc balloon inflated to 12 atms for 20 seconds. No further pt injuries or complications occurred. Pt's status is satisfactory. It was noted that the pt was taking aspirin and ticlopidin for approx 7 months post implant, and then the physician requested the pt cease the ticlopidin treatment and continue with aspirin only.

Manufacturer narrative:
Event date: 2008. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.